Manufacturer narrative:
The device was not returned to manufacturer, but a photograph was provided for evaluation. The photo displayed evidence of a missing label print and empty blister packages, confirming the reported issues. Any in-process product is inspected by trained operators using statistically valid sampling plans at defined intervals. If any nonconformance's are found in process, the product is isolated, non-conformed and immediate corrective action is taken. As a correction to this issue, the returned photo was forwarded to the appropriate personnel notifying of the reported complaint. This event is considered to be an isolated event and not the result of a systemic quality related issue due to no other similar reported complaints for the reported device lot. No additional corrections or corrective actions conducted by the manufacturing facility at this time.

Event description:
Information was received that a smiths medical jelco protective safety i.v. Catheter was missing from the peel pack and also had a missing label print on the packaging. No adverse patient effects were reported.